Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30. Serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not able to charge due to the fluid leakage and tenderness at the incision site. It was noted that patient's ipg seemed like it was protruding from the skin and the patient had some blood discharge from the ipg pocket site. The physician suspect possible infection. The patient was prescribed antibiotics. The patient underwent an explant procedure.